Event description:
Boston scientific crm received info that this pt fell, which dislodged their right ventricular lead. R-waves decreased between 1.5 to 1.7 mv from implant where r-waves measured at 11mv. Threshold and impedances measurements were stable. The lead was explanted and replaced with a new right ventricular lead.